Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s pocket revision was due to a shift in their pocket orientation since reported weight loss. The rep mentioned that the device remains implanted, as it is not in or near elective replacement indicator (eri). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for complex regional pain syndrome type I and spinal pain. The rep reported that the patient was having a pocket revision. The rep wanted to discuss products implanted and compatibility. They stated that the reason for the patient¿s pocket revision is unknown. No further complications or patient symptoms were reported or anticipated.